Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that she wears the insulin pump in her sports bra and when she went to program a bolus it alarmed button error. Customer stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 155 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window and has cracked belt clip slot.